Manufacturer narrative:
(B) (4).

Event description:
It was reported that the doctor check and thought the lead was not in the correct spot. No symptoms, treatment, or outcome was reported. Reference MFR report# 6000032201003200.